Manufacturer narrative:
Date sent to the FDA: 11/17/2008. Hernia recurrence - conclusion - a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500 a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a left, indirect, open inguinal hernia repair procedure in 2008. Post-operatively six months later, the patient returned to the surgeon due to a new onset of pain at the surgical site. A possible early recurrence of the hernia was found. The patient was followed by the surgeon for this. Two months later, hernia recurrence was confirmed and the patient underwent a surgical repair in the same month. During the repair procedure it was found that this was an isolated, local recurrence, limited to a single area in the lateral triangle area, through the internal oblique and about 2 cm lateral to the internal ring. The original mesh was in place and intact. The recurrence developed laterally to the prior mesh. The underlay of the prior mesh did not extend quite this far laterally to provide sufficient reinforcement. The initial fixation was vicryl (2-0), which was subsequently replaced (effectively) by tissue in growth which remained efficient. The initial mesh remained in place and was not removed during the reoperation. The patient is well at this time.